Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not safety reportable critically. A retrospective review of complaints, however, identified this incident as MDR reportable. A 2007 investigation and conclusion: incorrect gluing between the spout and the receiver. Pull force test implemented at production. A 2013 update: the safety board concluded no further actions were necessary. The separation of the dome from the hearing device to remain in the ear canal is considered a very low health risk because the dome can be removed by a medical professional without presenting a health hazard to the pt.

Event description:
A pt in (B)(6) using centra active hearing aid fit with a dome containing a wax guard (c-guard) had to go to the doctor to get a dome removed out of his ear. The doctor removed the dome without injuring the pt.